Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Additional e1 (telephone number): (B)(6) b2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
As per the report received from germany, edwards received notification of a pascal precision ace procedure in the tricuspid position. After the procedure, a single leaflet device attachment (slda) occurred involving the second and third implants. The patient had torrential secondary/functional tricuspid regurgitation (tr). During the intervention, three pascal ace devices were implanted, reducing tr to mild. There were no reported device issues during or after the procedure. As reported, the first ace implanted in the anterior-septal position remained in place, while the other two implants detached from the septal leaflet. Following the slda, tr increased to severe. Clinically, the patient is doing well, with no edema, pain, shortness of breath, or other symptoms. No reintervention was required. The patient is scheduled for a follow-up appointment in (B)(6) to discuss next steps.